Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert for a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. The device was programmed to a value other than monitor plus therapy.